Event description:
The customer reported that the lemo connector was damaged on the system. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The lemon connector was replaced and the power supply was checked. The system was tested and operates as intended.